Event description:
The customer reported that the system had a communication error and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.